Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using humalin u-200 insulin. Tandem technical support (cts) informed customer that using humalin u-200 insulin, is off label per the user guide. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer addressed the elevated blood glucose level, and occlusions by changing the pump supplies, and successfully resuming insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.